Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
During the first attempt with the enteer balloon the standard enteer wire would not exit the correct reentry port. After this we opened another standard wire and advanced the balloon further down near hunters canal. The new enteer wire exited properly and was thought to be in the vessel. While trying to remove the balloon and keep the wire in place, the enteer balloon began to hang up on the wire. Multiple attempts were made with negative pressure on the enteer balloon to back the balloon off the wire. The wire access was eventually lost due to being unable to move the wire and balloon independently of each other. Due to the time spent gaining access and the contrast used, the physician decided not to continue with the procedure. Please reference mdrs 2183870-2014-00277 and 2183870-2014-00279 for other enteer guidewire and enteer balloon used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the enteer catheter was received for evaluation with the two guidewires referenced in the complaint report. Neither guidewire was loaded through the catheter. The individual guidewires were not labeled. Both guidewires exhibited kinking. One guidewire exhibited two kinks and the other guidewire exhibited one kink. The two kinks of the first guidewire referenced were located approximately 145cm from the distaltip and 166 cm from the distal tip. The kink on the other guidewire was located approximately 29cm from the proximal tip. The "first" guidewire was loaded through the catheter and was able to exit both side ports and the distal port (lumen). The kink at 145cm (from the distal tip) was located at the manifold thru port when the guidewire tip was less than a centimeter beyond the catheter's distal tip. The other catheter was also able to exit the side ports and distal lumen. The kink was near the proximal end of the guidewire and was not near the manifold while the distal tip was near the balloon. The noted kinks on both guidewire would compromise guidewire movement through the catheter.